Event description:
Resident was at high risk for injury due to decreased ambulatory status. Nursing interventions were supportive device for ambulation (merry walker), and bed alarm as well as staff assistance and awareness. On 12-12-96 resident got out of bed by herself and bed alarm failed to alert staff. Resident fell and received a hip fracture. Resident was hospitalized for surgical procedure. Resident's condition rapidly declined following return from hospital and she later died on 1/10/97.